Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 400 mg/dl and the customer was hospitalized with nausea, stomach ache, vomiting and fever. The customer stated she felt that the insulin pump was not delivering insulin. The customer was wearing the insulin pump at the time of the event and had been treating with manual injections. The drive support cap appeared normal and recessed. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.